Event description:
User called into emergency support program (esp) line to request support with iab removal. User was unable to remove the catheter through the sheath because there is resistance. The esp personel had reviewed with them proper removal of the catheter and the risk of shearing off the balloon membrane if they remove it through the sheath. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).